Manufacturer narrative:
The email received for the (B)(4) study indicated that twelve days post index procedure, the patient had a stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the ostium of the right internal carotid artery (ica). The patient had a complex history including hyperlipidemia, cardiac arrhythmia, congestive heart failure, CABG, smoking, coronary artery disease and hypertension with high risk criteria of age > 75. An angioguard embolic protection device was placed distal to the lesion which was pre-dilated and a precise stent was successfully implanted. The procedure was successfully completed and the patient was discharged the next day with aspirin and clopidogrel prescribed. Twelve days post procedure, the patient had an acute onset of altered mental status and gait. He was taken to the emergency room and was thought to have a right frontal lobe intracranial bleed in the setting of aspirin, plavix, coumadin, and therapeutic dosing of lovenox. Soon his altered mental status resolved. A CT scan the day the patient was admitted and a CT scan of the head the following day were reviewed and determined that the changes in the right frontal lobes were probably from an intracranial bleed. It was also noted that the finding may have been initiated from head trauma with contusion. There was also a question of a possible meningioma. The patient was diagnosed with a hemorrhagic stroke related to anticoagulation. The patient's status is currently at baseline. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. As the patient was diagnosed with a hemorrhagic stroke related to anticoagulation there is no indication that the event was related to the cordis devices.

Event description:
The email received for the (B)(4) indicated that twelve days post index procedure the patient had a stroke. The patient is an (B)(6) male who was enrolled in the sapphire study for stenting of the ostium of the right internal carotid artery (ica). The patient had a complex history of coronary artery disease. An angioguard ((B)(4)/ lot 70811492) embolic protection device was placed distal to the lesion. The lesion was pre-dilated and a precise ((B)(4) / lot 15478390) stent was successfully implanted. The procedure was successfully completed and the patient was discharged the next day with aspirin and clopidogrel prescribed. Twelve days post procedure the patient had an acute onset of altered mental status and gait. He was taken to the emergency room and was thought to have a right frontal lobe intracranial bleed in the setting of aspirin, plavix, coumadin, and therapeutic dosing of lovenox. Soon his altered mental status had resolved. A CT scan of the head the day the patient was admitted and a CT scan of the head the following day were reviewed and determined that the changes in the right frontal lobes were probably from an intracranial bleed. It was also noted that the finding may have been initiated from head trauma with contusion. There was also a question of a possible meningioma. The patient was diagnosed with a hemorrhagic stroke related to anticoagulation. The patient's status is currently at baseline. Further evaluation will be performed.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.